Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms. Additionally, the crt-d and another manufacturer's left ventricular (lv) lead exhibited low out of range pacing impedance measurements less than 200 ohms. Out of range measurements were unable to be reproduced in clinic. It was noted that the patient underwent a recent surgical procedure, however, it was unknown if the surgical procedure correlated with the out of range measurements. Boston scientific technical services (ts) discussed potential electromagnetic interference (emi) and discussed the option of continued monitoring. This product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this device was later explanted and returned with no additional information linking the explant to the previous reported clinical observations. No adverse patient effects were reported.

Event description:
Additional information was received that the out of range measurements did correlate with the recent surgical procedure that the patient underwent. The physician plans to continue monitoring.